Event description:
It was reported that the customer was receiving motor error alarms. The customer also received a no delivery alarm. The customer stated that she changed the infusion set and then received another motor error alarm. The customer stated that the alarm occurred during a bolus. The customer's blood glucose was 124 mg/dl. Troubleshooting was done. Customer stated that they were able to complete the rewind sequence. Customer declined troubleshooting for the no delivery alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm noted; the motor was tested outside of the device and passed. No unexpected no delivery alarm noted during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, reservoir tube cracked and cracked reservoir tube window.